Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports "yes, the purge flow did increase with tpa and the patient is back on bicarb solution."

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in b2 (is death, date of death); h1; h6(health effect - impact code). H6: patient code changed from no patient consequence to death.

Event description:
Approximately 7 weeks later, the decision was made to withdraw care and the patient expired while on impella 5.5 support. The death is conservatively being reported; however, based on the available information, the death is more likely attributable to the patient's underlying critical illness and native disease state, including cardiomyopathy with cardiogenic shock presenting in society for cardiovascular angiography and interventions (scai) stage d shock.

Manufacturer narrative:
B5. Additional event description added. H6. Medical device problem code added.

Event description:
Additional information was received from a clinical review that indicated that following administration of tissue plasminogen activator (tpa), purge flow increased, and the patient was transitioned back to a sodium bicarbonate purge solution. This supports that the decrease in purge flow was responsive to intervention, with restoration of expected purge system function.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report.e1. Zip code extension was omitted during initial report.h6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.the cause of the injury was not determined due to insufficient clinical details.the cause of the high purge pressure could not be determined as no product or logs were returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 39-year-old male patient for the indication of cardiomyopathy. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was not reported. During ongoing impella 5.5 support, a decrease in purge flow was observed, declining from approximately 10 ml/hour to 7 ml/hour. In response to the change in purge flow, the clinical team elected to administer tissue plasminogen activator (tpa) through the purge system for suspected obstruction-related changes impacting purge performance. The impella 5.5 device remained in place and continued to provide hemodynamic support throughout the event.